Manufacturer narrative:
Reported problem could not be duplicated. Frequency of death or serious injury reports for code 102 (overdelivery) for products is approximately 0.15/million sets.

Event description:
Overdelivery reported. The pump was set to infuse an unspecified solution at 80ml/hr. An IV container was hung at 11:40pm. At 5:30am, a nurse reports the 1000 the 1000 ml bag was empty. The display indicated delivery of 570ml. There were no adverse effects to the pt. No further info was available.